Event description:
Pt enrolled into the trial. Tia (new neurological deficit lasting more than 10 mins but < 24 hours). Recovered with sequelae. Pt had a tia post procedure. Had difficulty remembering name, right-handed weakness. Lasted a few moments then resolved. Seen by neurology 90 mins post event.

Manufacturer narrative:
Please reference corresponding MDR for spiderfx device MDR # 2183870-2008-00050.